Event description:
Clinical study. It was reported that post index procedure, the pt expired. The pt presented to the index procedure with stable angina (date unk). The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis, a length of 18 mm and reference vessel diameter of 3.25 mm. The target lesion was treated with pre-dilatation and placement of a 3.5x24mm study stent with 0% residual stenosis. The pt was discharged one day later on protocol doses of aspirin and plavix. The site discovered that pt was deceased when attempting contact for the taxus IV 5 year follow-up visit. The pt's phone had been disconnected and a registered letter was returned unclaimed with registered letter was returned unclaimed with "deceased" written on the envelope. The site found the death documented on ssdi.rootsweb.com. The cause of death is unk. It is unk if an autopsy was performed. The physician noted it was unk if the serious adverse event was related to the study device. No other info is available.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4428786 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.